Event description:
It was reported there was a deformity towards the distal end of the lead body. It was also reported the lead kit was opened but the lead was never implanted and there was no patient injury. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4). Final device analysis of the lead revealed the following: no anomaly found. The returned lead was manufactured correctly. The lead is electrically ok. The appearance of the deformity could be due to the reflection of the epoxy backfill. Final device analysis of the stylet revealed the following: no anomaly found.

Manufacturer narrative:
(B)(4).